Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi error code 120.4610 on 8015 4.7 unit. Account name: (B)(6). Account #: (B)(6). Asset name: 8015ls pcu dom v9.19.1.2 a/b/g. (B)(6). Patient or user involvement: no patient or user harm: no case description: tech in with error on 8015 4.7 unit serial # (B)(4). Case resolution: tech called in for help on 8015 4.7 unit serial # (B)(4), unit has error code 120.4610 which error has to do with the power supply processor, he will first replace the battery on unit, if error comes back up next to replace is the power supply board on unit. I also let tech be aware this unit has became eol affected 01/01/2019 no longer has support nor parts and can't come in for repair, I let tech know I am help as a courstey we no longer support the 8015 4.7 units. Tech ask can I email him letter of eol of the unit, yes I can confirm email (B)(6) sent copy of the letter also let him be aware of old software are eol also we do not support. Tech thank me for my assist. Ref: (B)(4).